Event description:
Material#: 305127, batch#: unknown (provided lot#: 381232). Rcc received a complaint via email. The needle broke off the hub and was lodged in the patient during use. Interventional radiology tried to retrieve the needle and was unsuccessful. Surgery was consulted. The decision was made not to surgically remove the needle. 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Unknown, the needle broke off the hub and was lodged in the patient during use. 2. Can you please provide the lot number associated with reported issue? Given lot#: 381232 not valid.25g 1 1/2 inch precision glide needle this is a needle that we use to deliver lidocaine to a patient during a procedure. It comes in our pre-made sterile angioplasty packs. The current lot# for these packs is 381232. Catalog: san30agsbd from cardinal health. 3. Total number of occurrences? Unknown. 4. Any sample or photo available for investigation? No, if yes, are you able to provide the address of the facility for us to ship the return label?

Manufacturer narrative:
Initial MDR submission. Investigation summary: it was reported the needle broke off the hub. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.